Event description:
Patient had been having white mucous balls in stool and retching overnight. Team decided to remove ndt (nasoduodenal (nd) feeding tube) to replace. Ndt had been in place approximately 2 months. Upon removing tube, end of tube was not intact, looked like the tube disintegrated and about 1cm of tube was missing. Kub (kidney, ureter, and bladder x-ray) was obtained and part of the weighted tip was visible. (Corflo nasogastric feeding tube 8fr 109cm) no patient harm, bowel movement included passing of retained ng tube piece. Unfortunately, packaging of the ndt involved would've been discarded since ndt was placed over 2 months ago. Lot number listed in device section is from current stock.